Event description:
Clinical study. Same case as MFR#6000089-2007-01416 and 01418. It was reported that 513 days after a coronary drug eluting stenting treatment procedure, the patient expired. Target lesion 1 (3.0mm long) was identified in the mid right coronary artery (mid rca) with 95% stenosis and a 3.0mm reference vessel diameter. The lesion was heavily calcified. Lesion 1 was treated with predilation and placement of a 3.0mm x 16mm taxus express2 drug eluting stent; an overlapping 3.0mm x 16mm taxus express2 drug eluting stent. Residual stenosis was 0%. The patient was discharged the next day on aspirin and clopidogrel. During the two year follow-up, the site was unable to contact the patient. The site coordinator found that the patient had expired 513 days post index procedure, per the social security death index search. No other information concerning the patient's death is available. The cause of death is unknown. Per the opinion of the physician, the target vessel involvement and device causality is unknown.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device was not returned, therefore, no direct product analysis will be available. As no device was returned for analysis, it is not possible to determine the root cause.